Event description:
Patient had complaints of pain in right hip where she had a previous right hip implant from stryker using the rejuvenate implant system. She also had increased levels of cobalt in her blood.